Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, inappropriate auto-mode switch (ams) was observed. The patient was not in atrial tachycardia (at) or atrial fibrillation (af) and is not inappropriately mode switched for atrial oversensing. No interventions were performed. The asymptomatic patient was stable.